Event description:
It was reported that the "leads couldn't locate well during the implantation." Follow-up received indicated that the physician asked to change the leads during the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.